Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon review of the session records, non-physiological signals as a result of lead noise reversion was observed. It was recommended to evaluate the unipolar sensing and consider lead replacement. Physician requested for more information regarding the source of the noise however based on the evaluation of the electromyography the noise appeared throughout but was not cyclical like electromagnetic induction and it was unknown if noise was continuous or just one episode. When the patient presented in clinic, unipolar sensing evaluation and isometric testing will be performed. No further information available.

Event description:
New information received on (B)(4), 2018 states that patient was brought back in the clinic for isometric evaluation and the noise was not reproducible. It was suspected that this was due to myopotential oversensing signa which was a brief and small signal and that this was not related to device header due the device being implanted since 2009 and this is a recent event now. Due to noise not being able to be reproduced in clinic and it being small and programming changes were recommended. Patient is dependent and no r-waves were present to measure. No further information available.